Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a defect of the video system center which caused stripes on image. The event can be prevented by following the instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The repair was cancelled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the image had stripes, unable to distinguish the target while using the evis lucera bronchovideoscope. The event occurred during preparation for use and the intended procedure was tracheoscopy. The procedure was completed with a similar device and no delay was noted. There were no reports of patient harm or impact associated with this event.